Event description:
In the process of cannulation during an on-pump CABG (coronary artery bypass grafting) procedure, the surgeon while inserting the aortic root cannula asked the surgical tech to pull the inner cannula but it was not possible. The said cannula was double checked and noted that there was broken plastic part that trapped the inner cannula from the plastic outer cannula. The defective aortic root cannula was part of the CABG-pump-lf bundle and all necessary information (expiration and lot/serial number) was saved for tracking purposes. Surgical team also confirmed no retained part of the cannula in the field since it was contained. Another aortic root cannula was opened in the field and used without any issues. This is not a single item we pull off the shelf but rather it comes in a pack of items that is used for open heart surgery. The pack is from a distributor called (B)(4) and contains a variety of sterile disposable items.